Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis with a small heart attack. Prior to the event, the insulin pump was not delivering insulin, and that caused the high blood glucose levels. It was stated that the customer disconnected the infusion set, and programmed a 5.0 unit prime, but no insulin exited. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional tests, including prime, displacement, rewind, basic occlusion, occlusion, excessive no delivery alarm test and self-test. Unit was programmed with multiple boluses and was monitored. The bolused were delivered and recorded properly in the bolus history screen, no deliver anomaly noted. Unit had broken reservoir tube lip, cracked display window corners and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.